Event description:
Same case as: 2134265-2013-08968. It was reported that a broken catheter occurred. The target lesion was located in the femoral artery. A 150/20 renegade hi-flo was selected and advanced for a diagnostic angiography procedure. Upon withdrawal of the renegade hi-flo, it was noted that the catheter flakes off and was broken into pieces. After removal of the microcatheter, the physician used another renegade hi-flo to complete the procedure. However, the second catheter also flakes off and was broken into pieces. The catheter was removed together with the guide catheter as a unit. The procedure was completed with this device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).